Event description:
It was reported that the insulin pump has a blank display. The blood glucose reading was 200 mg/dl. The customer stated that she tested two new batteries in the device and neither one worked. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump monitored in 50 celcius oven for 3 days and no blank display noted. Received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.